Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified wear on the motor o-ring for gear number three that did not affect the performance of the device in the laboratory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider, foreign, via a company representative regarding a patient who was receiving morphine with concentration 3 mg/ml at a dose rate of 2.7283 mg/day, clonidine with concentration 120.09 mcg/ml at a dose rate of 109.13 mcg/day), and ropivacaine (naropin) with concentration 2.4 mg/ml at a dose rate of 2.1826 mg/day via an implantable pump. It was reported that the patient contacted the neurosurgeon because their pump had been ringing for some time. A critical alarm was indicated. The patient was worried because the pump was ringing more and more often. The pump was interrogated the same day and they saw a history of the pump motor having stalled more and more frequently. The pump restarted shortly after each shutdown and the withdrawal effects were therefore minor. The patient experienced a bad taste in their mouth, a change / effect on the sense of smell, a little nervousness, and stress caused by the alarm of the pump. As per the logs, the following occurred: 2024-apr-24 18:37 - critical alarm regarding motor stall, 2024-apr-24 18:50 - motor stall recovery, 2024-apr-28 18:52 - critical alarm regarding motor stall, 2024-apr-28 18:59 - motor stall recovery, 2024-may-01 19:23 - critical alarm regarding motor stall, 2024-may-01 19:28 - motor stall recovery, 2024-may-02 09:02 - critical alarm regarding motor stall, 2024-may-02 09:07 - motor stall recovery, 2024-may-05 10:01 - critical alarm regarding motor stall, 2024-may-05 10:26 - motor stall recovery, 2024-may-07 13:34 - critical alarm regarding motor stall, 2024-may-07 13:39 - motor stall recovery, 2024-may-12 19:07 - critical alarm regarding motor stall, 2024-may-12 19:24 - motor stall recovery, 2024-may-13 10:20 - critical alarm regarding motor stall, 2024-may-13 10:33 - motor stall recovery, 2024-may-14 18:33 - critical alarm regarding motor stall, 2024-may-14 18:40 - motor stall recovery, 2024-may-16 11:58 - critical alarm regarding motor stall, 2024-may-16 12:13 - motor stall recovery, 2024-may-18 14:23 - critical alarm regarding motor stall, 2024-may-18 14:28 - motor stall recovery, 2024-may-18 15:46 - critical alarm regarding motor stall, 2024-may-18 15:53 - motor stall recovery. There were no known external factors and no magnetic resonanceimaging was performed. The issue was not resolved as of 2024-may-24. The pump was to be replaced as soon as an operating date was available. The patient's medical history and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The pump was replaced on (B)(6) 2024. The pump was being returned to the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the pump had not yet been replaced as the patient was having vascular medical reasons beyond the pumps control. The issue had not yet been resolved. The pump would be returned when replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The issue including withdrawal, bad taste in mouth, change in effect on the sense of smell, nervousness, and stress been since resolved.